Manufacturer narrative:
(B)(4). Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer. Retention samples were evaluated and it was not possible to confirm the incident the manufacturing process are validated with defined acceptance criteria. Investigation conclusion: from these information¿s it is not possible confirm the complaint. The incident reported by this complaint will be monitored to tendency analysis. Root cause description: not being possible performing an investigation and determine the root cause for the incident.

Event description:
It was reported that needle 27x1/2 ll eclipse had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: needle with plastic tip.